Event description:
It was reported that there was a surging spinal cord stimulator. It was noted that the patient was experiencing a shocking or jolting sensation. It was noted that the impedances of the device were taken and there was a reprogramming done. It was noted that the patient was alive with no injury at the time of the report. It was further reported that all of the impedances were within range. It was noted that the implantable neurostimulator was reprogrammed to better target the patient¿s pain.

Manufacturer narrative:
(B)(4).